Event description:
Received an electronic report from a peritoneal dialysis patient that he could not connect to the first connector on the dialysis treatment set. There was no report of patient injury. A sample is available for an evaluation.